Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. Corrected product UDI.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a nav-ring issue. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.